Manufacturer narrative:
MDR is being filed due to field action ref-2027969-10/12/16-004-c. Customer's complaint was replicated with in-house testing of the code chip of retain lot c3233a. Code chip ranges did not match ev card ranges. The manufacturing records for the control lot were reviewed and the lot met release specifications. A CAPA, (B)(4), was initiated to address this issue. Date of this report selected as 9/29/2016 to reflect the date in which field corrective action 2027969-10/12/16-004-c was initiated.

Event description:
The customer attempted to run the total 5 control level 1 at 2 stdev with a d-dimer result outside of the expected range low at 386 ng/ml (2 stdev: 390-584 ng/ml). The customer repeated the test with the total 5 control level 1 at 1 stdev. The d-dimer result was outside of the expected range low at 401 ng/ml (1 stdev: 438-536 ng/ml). The customer also reported a low bias and results outside of expected ranges for multiple total 5 controls and calibrators. A later retest using an alternate lot of total 5 controls produced results within the expected range.